Event description:
It was reported that the customer passed away. The cause of death was unknown, but it was stated that the customer was not feeling well, and the paramedics were called. It was stated that the customer's blood glucose levels were greater than 500 mg/dl, and diabetic ketoacidosis was suspected due to high potassium levels. It was not known whether or not the customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.